Manufacturer narrative:
(B)(6). Information anticipated, but unavailable at this time. The following information was requested, but unavailable: how was the device removed from the tissue (did it open, forced open or cut out)? How was the case completed? Did the post-operative care of the patient change? If yes, please explain.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec45a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a vats wedge procedure, the device was stuck and could not be opened. No patient consequences reported.